Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump with serial number a114506 developed a cracked display screen, after which the user experienced difficulty seeing the screen and intermittent failure of the wake button to rouse the device; a replacement device was processed and provided. Symptoms included hyperglycemia, with a reported blood glucose of 253 mg/dl for about one hour attributed by the user to consumption of sweet coffee, without ketone testing, back-up therapy, medical intervention, or hospitalization. Outcomes included no injury, no medical intervention, and no impact on activities of daily living. Investigation included complaint handling, device replacement logistics, user education on data sync, shutdown, and return procedures, and collection of return shipping confirmation. Investigation of this case revealed a damaged display component and potential user interface difficulty due to impaired visibility, with no reported device alarms; the device component implicated was the display/screen assembly, and the problem was a cracked screen with intermittent wake function as described by the user. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external mechanical stress, with contributory user-related factors.